Event description:
Overdelivery reported. The pump was set to infuse 240ml of tpn solution over 14 hours. The patient's mother reported that one-half of the entire container was gone in just 1.5 hours. The child tolerated the infusion well, and no signs of fluid overload or blood glucose problems were observed. The pump was switched out, and the remaining solution was delivered as ordered. No adverse sequelae were reported.

Manufacturer narrative:
The pump powered on with an error 124. The memory must then be initialized, and previous history info is not available. After the memory was initialized, a tpn infusion test of 2000ml to be infused over 12 hours ran within specifications and without any alarms. Percent of error was -2.19%. Customer reports error 124 occurred after the over delivery report.